Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "customer stating his ot verio meter is showing apply blood screen and then powers off after he is inserting the used strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.